Event description:
It was reported that a spectrum pump displayed sys error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported sys error 105, which was reproduced while running a load set. Sys error was confirmed and caused by a failed motor. The failed motor assembly was replaced.